Event description:
A 5 mm diameter x 17 mm length bridge x3 biliary stent system was inserted into a pt for the endovascular treatment of a 60% stenosed renal artery lesion in 2003. Vessel morphology and calcification are unknown. It is unknown if the lesion was pre-dilated. It was reported that the physician had some difficulty crossing the leison with the stent. During the procedure the stent dislodged off the balloon and was snared from the patient's heart. It was reported that the renal artery was treated with another stent. No sequelae were reported and the patient is reported to be fine. The device was discarded.